Event description:
I am a type 1 diabetic that uses a dexcom g7 continuous glucose monitor in conjunction with a tandem x2 insulin pump to manage their diabetes. On monday april 8th, I was driven to my primary care doctor as it felt as though I was about to pass out and was experiencing extreme nausea and bodily distress. At that time, the dexcom had been reporting a steady blood glucose value between 79-81 for several hours. After checking my heartrate, my primary doctor advised me to check into the emergency room where I was diagnosed with a true blood glucose value of 364, and admitted into the intensive care unit for diabetic ketoacidosis. Not only were the values of the dexcom g7 wildly inaccurate but they had been indicating low blood sugars that needed to be treated with glucose tablets, worsening the condition.